Event description:
0.9% sodium chloride injection 1000ml IV solution bag found without bar code. Two bags were found. Unable to scan bag to administer to patient and therefore was not used. Manufacturer response for 1l ns bag, 1l ns bag (per site reporter). Second incident. Different site received this product without a barcode.